Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention by paramedic and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had paramedic come to the patient¿s house for low blood glucose (bg) levels. Patient¿s blood glucose ranged from 40-56 mg/dl while wearing the pod on the infusion site. The patient was treated by paramedic with glucagon. Patient stated bgs went low because of an infection in the patient¿s peritoneal dialysis line and that it was not at all related to the product.